Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, pump shut off unexpectedly. Customer's blood glucose level was around 300 mg/dl. Reportedly, the pump successfully turned on after leaving the pump plugged into the power source. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received. Recommendation was made to consult with a healthcare provider to discuss diabetes management.